Manufacturer narrative:
Eval summary: as the fracture was discovered two days postoperatively, it is unk if the fracture occurred inter-operatively or post-op. It is unk if the surgical technique was followed. The condition of the pt's bone was not recorded in the operative report. The post operative rehabilitation protocol was not provided and it is unk if the pt began weight bearing prior to the discovery of the fracture. Given the info provided a definitive cause for the fracture cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt was revised due to a proximal femur fracture.